Event description:
Unit (o2 concentrator) was operating/on, when patient care tech was dusting powder on patient. The powder was sucked into the unit, contaminating the parts; causing the unit to have a low o2%. The unit will not audio alarm with a "below normal", but will have a trouble yellow led light on, to "call supplier." According to the incident report, the alarm did not sound. The patient was found to be lethargic with increased heart rate, decreased blood pressure, and decreased o2 saturations. When the concentrator was exchanged and therapy resumed, the patient stabilized and the saturations returned to the 90's. This was an operator error; powder should not be used on patient when unit is running/on.